Event description:
It was reported "I placed a 2l 5 french power PICC and later in the day it was removed because it was leaking. A small split is seen at the 3 cm mark." Medwatch received (B)(6)2020: "bard PICC developed leak in the catheter several hours after placement. It was promptly removed. A small split in the PICC at approx. 3 cm mark."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. An approximately 0.8 cm long longitudinal split was observed in the red lumen between the 1 and 2 cm depth markers. The ink of the 1 and 4 cm depth markers was observed to be faded. A microscopic observation revealed an indentation in the catheter material just proximal to the longitudinal split, and an additional indentation was observed adjacent to the proximal end of the split and nearly parallel with the split. The edges of the split were observed to be somewhat rough but mostly straight and slightly diagonal in relation to the catheter itself. The fracture surfaces of the split were observed to be flat and granular, which is suggestive of a tearing failure mode. The location and physical characteristics of the observed split in the returned catheter and the indentations in the catheter material near the split suggest the catheter was most-likely damaged due to prolonged circumferential compression, which could be caused by the securement and/or dressing technique. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of reen1980 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen1980 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "I placed a 2l 5 french power PICC and later in the day it was removed because it was leaking. A small split is seen at the 3 cm mark."